Event description:
It was reported that at implant, the device was programmed to 6 volts continuous for a year and half. The pt experienced decreased speech and eye apraxia. One mo after the implant, the pt had a medication increase, an increase in off time, and an increase in violent tremor on both sides. The implantable pulse generator was pushing on her rib cage, causing great pain. A mo later the pt had a complete return of symptoms. The pt confirmed that the device was on. The pt had increased the amplitude to the highest level. A computerized tomography scan was completed and it was reported that the leads were very deep. The batteries were depleted due to the high voltage. The pt went for a second opinion, had a magnetic resonance imaging, and was told the device was not programmed. The implantable pulse generator was replaced. Please reference mfg 3004209178-2008-00739.